Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred. The physician contacted baxter (B)(4) technical service center and stated that, on an unknown date, the patient developed peritonitis. The event resolved (date not provided) with an unspecified antibiotic. The outcome for the event of break in aseptic technique was not reported. Pd therapy was ongoing. According to the physician, this was the second event of peritonitis for the patient.